Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
"It was reported that a patient underwent a revision surgery due to rotator cuff insufficiency 5 years post-operative. Patient ID: (B)(6)."